Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was on an IV antibiotic and the bag didn't infuse. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached to complaint object: customer currently have 936 sets to be returned. Additional information received on (B)(6)-2022 via email and attached to complaint object: event date, outcome of the events and patient details updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: cadd administration sets - flow stop